Manufacturer narrative:
Through follow-ups, customer is no longer with the facility and does not remember the event. Contacted the facility who explained that the facility is no longer in operation. Facility checked for unit serial number and could located the unit. Tracking unit location is not possible. Due to facility is being closed, patient information is not available.

Event description:
The customer reported that the unit has a high temperature alarm. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.